Event description:
A bridge assurant biliary stent system was inserted into a patient for the treatment of a kink in another manufacturer's previously deployed abdominal aortic aneurysm stent graft in the right iliac artery. It was reported that the pt was not a good candidate for open surgical repair for the abdominal aortic aneurysm. It was reported that the physician inserted the bridge assurant in to the patient and the stent dislodged. The physician was unable to snare the stent. It was reported that there was a large dissection in the right iliac artery, which was revealed by dye stain. The physician elected to place a balloon in the iliac artery, which was performed via brachial access. The physician continued with the case leaving the undeployed dislodged stent in the patient. The physician inserted a second bridge assurant stent into the patient using a brachial approach and successfully deployed the bridge assurant stent (MFR report# 2953200200700328) it was reported that upon balloon removal, the balloon may not have been completely deflated prior to the attempted withdrawal into the guide catheter resulting in removal difficulties. When the physician pulled the partially deflated balloon back, the balloon caught at the end of the guide catheter and necked the delivery system. The physician continued to pull the catheter and the catheter separated. The physician stated that both device issues were related to the patient's anatomy and pre-existing conditions. When the patient became hemodynamically unstable, no further attempts were made and the patient was taken for surgical conversion. The patient was sent to open surgical repair of the abdominal aortic aneurysm stent graft, removal of the dislodged stent and the separated catheter. The devices were retained by the user facility. The patient is reported to be stable.